Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer's blood glucose was 70 mg/dl. On the day of the call, the customer had received the no delivery alarm after bolusing. The customer was unable to perform troubleshooting because the alarm had already been resolved by a complete set change. The customer agreed to return the infusion set and reservoir for analysis. The customer confirmed that the alarm did not occur during manual prime. The customer was advised to call back if the issue persisted. The customer was advised that replacement supplies would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.